Event description:
It was reported the patient experienced baclofen overdose symptoms. The dose was ¿taken up too high¿ in (B)(6) 2012. The patient was receiving 125 mcg a day at that time and it was noted ¿which isn¿t a whole lot. But it was just too much. And it went from 125 to 100 down to 75 mcg a day¿. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter: product ID 8840, serial# unknown. Product type: programmer, physician. (B)(4).